Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient heard a growling sound from device. Upon interrogation, an alert for non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were recommended. The patient condition is good.